Event description:
It was reported that (1) 355sd device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the trocar wouldn't arm and stay armed. Another trocar was pulled for the case. It is unknown how the case was completed. There was no consequence to the pt.